Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was ¿jolted pretty good¿ by just sitting too close to their spouse who was using a massage vibrator on their neck. Electromagnetic interference (emi) was reported. This occurred in (B)(6) 2017 about 2 weeks prior to the report on (B)(6) 2017. It was reported that there were teeth removal and dentures. The patient did not think they could turn the implantable neurostimulator (ins) off for dental work because their pain down their leg would return with the ins off. The patient confirmed that the ins was helping their pain. The patient was not taking any medication although ¿maybe a little scotch at nighttime.¿ the patient also had rods and screws and all kinds of hardware in their back. It was stated that for the last 2 years, no dentist wanted to do any work on the patient because they did not know about the ins. It was restated that there was no way the patient could turn their ins off for the dental work. The patient mentioned that their bracelet said ¿CT scan only.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 from a consumer reporting that the patient was the one using the massager. The patient stopped using the massager to resolve the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.